Event description:
This report is 2 of 3 for the dia 5mm ang bipolar handle (cev669b) component of the instrument and is related to mfg numbers: 3003249645-2025-00022 and 3003249645-2025-00024. A facility reported that during a coelioscopy surgery, black smoke appeared during first use of the laparoscopy sheath. An electric arc occurred which burnt the wall of the patient's abdominal cavity. The injury was described as a 1-centimeter (cm) burn of the peritoneum, at the opposite junction of the anterior and lateral abdominal wall of the iliac fossa. It was reported that no treatment was needed; however, black debris from the sheath that had settled on the peritoneum was suctioned out. A single-use coeliscopic scissors was used as a replacement to complete the surgery. It was reported that there was no further consequence to patient at day 1 and beyond. No surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. It was concluded that the suspected handle cev669b dia 5mm ang bipolar (cev669b) was not associated with the reported failure. The failure analysis and root cause have been documented in the related mfg report: 3003249645-2025-00022.

Event description:
N/a.

Manufacturer narrative:
Updated fileds: g3, g6, h1, h2, h6, h6/f10, h11. Updated to correct h1 from serious injury to malfunction.

Manufacturer narrative:
Updated fields: d10, g3, g6, h1. Based on the reported complaint "patient burn," the type of report should be serious.

Event description:
N/a.